Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 to have skin revision; during the same procedure the abutment was removed. The implanted device remains.